Event description:
Reportedly, the patient was laying prone on the table with toes hanging off the tabletop to accommodate the patient's height. As the tabletop was moved towards the foot end, the patient's toes became pinched between tabletop and table resulting in a fracture of one toe and additional trauma to other toes. The patient received medical treatment in ER for the fractured toe, and the toenails on two other toes had to be drilled out to relieve pressure due to clotting in both toes.